Event description:
It was reported that the caller experienced a discrepancy between displayed and actual time on their pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs, which the caller understood and acknowledged.